Event description:
A pt was admitted to the emergency room on 9/2/96. The pt was put on tpa on pump while still in the emergency room. The pt was then transported to micu. When the pt arrived at micu, the tpa was gone and the pt was in cardogenic shock and was bleeding. The pt was transfered to hosp where the pt expired. The infusion pump was evaluated by the bio tech dept and was found to have been dropped or banged, bending a hinge. The door was found not to close correctly and would work its way open after being closed. The free flow pincher didn't stop flow when the door was opened. An infusion could not be started with the infusion pump in this damaged condition. The incident was evaluated by dr and found that the infusion pump did not cause or contribute in any way to the death.